Event description:
It was reported via the implant patient registry that a 3000tfx 27mm aortic valve, implanted for 13 years and 3 months, was explanted due to dystrophic calcifications a prolapsed non coronary leaflet, with stenosis, and severe regurgitation. Patient presented with shortness of breath. The explanted device was replaced with an 11500a 27mm inspiris resilia valve with no complications. Patient in recovery. Patient presented the dos to undergo the procedure. He tolerated it quite well without complication. Patient was transferred back to surgical ICU in a stable condition. He was initially on inotropic/vasoactive gtt for hemodynamic stability. He was weaned off gtt without complication over the next 24-48 hrs. Patient progressed well without complication. Patient improved and stable was discharged home on pod #5. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, d4 expiration date, h4, h6 investigation findings, and investigation conclusions. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: h6 device code(s). Per follow-up with the physician, there is no allegation that this valve failed prematurely. Based on new information received, this event is no longer considered reportable.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned to edwards for evaluation due to device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3000tfx 27mm aortic valve, implanted for 13 years and 3 months, was explanted due to dystrophic calcifications a prolapsed non coronary leaflet, with stenosis, and severe regurgitation. Patient presented with shortness of breath. The explanted device was replaced with an 11500a 27mm inspiris resilia valve with no complications. Patient in recovery. Patient presented the dos to undergo the procedure. He tolerated it quite well without complication. Patient was transferred back to surgical ICU in a stable condition. He was initially on inotropic/vasoactive gtt for hemodynamic stability. He was weaned off gtt without complication over the next 24-48 hrs. Patient progressed well without complication. Patient improved and stable was discharged home on pod #5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.